Event description:
Additional information was received from the consumer via the manufacturer's representative (rep) on 2020-oct-26. It was reported that the patient presented to the hospital on (B)(6) 2020 with symptoms of overdose. The patient was issue narcan which made the patient feel better. The patient denied taking extra oral medications. According to the hospital nurses, the patient did not relapse into overdose symptoms again. The hcp ordered the pump turned down 50% and the rep assisted the nurse in adjusting the pump accordingly. There were no environmental / external / patient factors that might have led or contributed to the issue. No surgical intervention was planned or had occurred. It was unknown if the issue was resolved at the time of the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing dilaudid (hydromorphone) at a dose of 4.1mg, and clonidine and bupivacaine with unknown doses and concentrations. It was reported that the patient showed up at the emergency room and seemed to be overdosing. Was given narcan two different times. Because patient had come to altitude from (B)(6), it was suspected that pump may have increased flow rate a bit. There were no environmental/external/patient factors that may have led or contributed to the issue. The doctor dropped the dose of drug by 10%. It was unknown if the issue was resolved at the time of the report.